Event description:
Covidien received info stating that the top display on an 840 ventilator was scrambled. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcbs. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).